Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "failed downstream occlusion" was not reproduced. The device was tested for downstream occlusion and it passed. A review of event history log revealed downstream occlusions are present. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor calibration out of specification. The force sensor scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.